Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomittants: 4893075 170-36-00 - biolox delta femoral head 36mm od, +0mm, 4852825 186-01-52 - integrip cc, cluster 52mm, g2, 4367272 188-00-06 - wedge plasma s/o sz 6. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial right hip implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2022, approximately 5 years 5 months post the initial procedure for reasons unknown. The plaintiff has endured and continues to endure a painful recovery and rehabilitation process from his revision surgery. No device return anticipated due to this being a legal case. No further information.